Event description:
It was reported air was aspirated from the valve of the needle following transseptal puncture, prior to insertion of the sheath into the left atrium. A new needle was used to continue the procedure. There were no consequences to the pt.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.